Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, at approximately 4 minutes into the ablation phase, a fluid loss occurred and the physician decided to abort the case. The patient returned to the physician's office with complaints of severe abdominal pain on (B)(6) 2012. A laparoscopic examination was performed and subsequently revealed several abnormalities. Three (3 )separate perforations were found in the posterior fundus of the uterus. Additionally, 3 small burns were observed on the patient's small intestine / bowel. The degree of burns was unknown. Surgery was performed on (B)(6) 2012, during which approximately 8cm of small intestine / bowel was removed along with a hysterectomy. Patient was released from the hospital several days later. The patient is being monitored and is currently stable.